Event description:
It was reported that a malfunction alarm occurred, displaying malfunction code malf 0. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and the customer successfully reset it without recurrence of the issue. The customer was advised to call back if any malfunction codes recur, which they acknowledged and understood.